Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) surgery at l2-3 due to some unknown reasons. Intra-op, during insertion of the cage, the tip of threaded shaft broke off. A post operative CT scan was performed and which resulted that the fragment of the broken inserter was safely contained in the implant and the implant was positioned correctly. No patient symptoms or complications were reported as a result of this event.